Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted subtotal colectomy surgical procedure, an error c34 occurred on the erbe generator when attempting to use the monopolar function. An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support. The nurse had already rebooted the erbe and replaced the energy cables. The tse confirmed the error in the system logs and guided the nurse to switch to classic mode as a workaround. However, the surgery was at a stage where the surgeon could not immediately test if the workaround was effective. The tse inquired about a backup option, which was not available. The nurse was instructed to call back to update on whether the workaround was successful or if the surgery needed to be converted. The procedure was completing as planned with no patient injury.